Event description:
It is reported that the universal modular electric/ battery single was cutting out intermittently. The device was replaced with another device. It was reported that surgery time was extended by an unspecified amount of time. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.